Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty charge-coupled device (ccd) unit. The device passed all leak tests. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that there was no image while using a camera head. The issue was found during a procedure. No patient injury or harm was reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07311. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be caused by unexpected stress on the head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. Olympus will continue to monitor the field performance of this device. To mitigate the risk of stress / damage to the device, the instructions for use provides the following: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.